Event description:
Edwards received information that an arterial cannula was inserted percutaneously into the patient¿s chest into the aorta for ECMO circulation. It was reported that upon removing the surgical drapes and applying dressings a large amount of bleeding was noted. There was over 2 liters of blood into the chest tube drainage atrium. The surgeon ordered for the patient to be re-prepped and draped because of mediastinal bleeding. It was reported that during the removal of the dressings and re-prepping the patient it was noticed that the inserted arterial cannula had a pen size hole. The surgeon was immediately called back into the operating room. The patient was re-opened for mediastinal bleeding, and the surgeon exchanged the cannula for another one. No further adverse events were reported.

Manufacturer narrative:
Device evaluation is pending. Additional manufacturer narrative: a supplemental MDR will be filed when the evaluation is complete.

Manufacturer narrative:
Device evaluation: the returned device was found to be compressed and exhibited kinking damage. A small split in the cannula was noted in this damage area within 1-2 mm from the interface between the wire-wound section and the overmold of the device. The split was approximately 1-2 mm in length along the radius of the device. The lumen of the device was filled with dyed water and pressurized. A leak was observed at the site of the split area. Additional manufacturer narrative: a review of the device history records (DHR) revealed no non-conformities related to the device. The device met manufacturing specifications prior to release. A product deficiency was not identified. Based on the information received and the product evaluation findings, edwards could not determine the root cause for the reported mediastinal bleeding. It is unclear how long after the cannula was inserted that the bleeding occurred. A review of the instructions for use (IFU) was conducted and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events and if action is required, appropriate investigation will be performed.